Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported screen blanks in and out, then fades out which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a screen blanks in and out and then fades out. The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.